Event description:
The device was returned for preventative service with a complaint of the unit alarming. There was no reported patient harm. During the repair evaluation, the customer's complaint of the unit alarming could not be duplicated, however, it was discovered that the dump valve (over-pressure relief) was not relieving pressures when set below 40 cm h2o which could cause a high pressure condition to the patient. The dump valve assembly was replaced to correct the problem.